Manufacturer narrative:
It should also be noted that the reported unknown 8x80mm screw was not returned for evaluation. As a result, an investigation will be based on a no sample device evaluation. Complaint was reviewed by medical. It was noted that ¿the clear zone is a radiological lucency area around the pedicle screw in this case, it has been used to assess fixation in conventional pedicle screw fusion cases. A clear zone may indicate potential of screw loosening.¿ without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product ratcheting adapter, cannulated (286710490) was used in the surgery for asd (adult spinal deformity) on (B)(6) 2017. The range of fixation includes: th1-th2 extension; th3-th5 and; sai replacement. In the past sai surgery, 8x80 screws (part number unknown) were used. The reason the surgeon decided the replacement was that x-ray images showed clear zones, which might have not maximized the screw effectiveness. So he planned to replace with 10x80 screws (part number unknown). He inserted for four lumps of ha stick together with the 10mm screw, which resulted in the breakage of the ratcheting adapter. The surgery was complete without a delay. There was no adverse consequence to the patient.